Manufacturer narrative:
The graft was successfully implanted, only the delivery system is expected to be returned for evaluation.

Event description:
When releasing the distal end of the graft, the release mechanism came off but the wire did not. Forceps were used to remove wire and the case was completed successfully.

Manufacturer narrative:
The delivery system, sheath, and white release mechanism (including the trigger wire) were returned and evaluated. There were signs of damage to the pusher and the white release mechanism had the screw and wire in place indicating trigger wire breakage. Review of the device history record (DHR) for work order (B)(6) found that the work order appeared complete, and the quality control inspection was verified to ensure that the device passed inspection. Review of specifications found that there are a number of controls and processes in place that would identify faulty product prior to shipping. Review of instructions for use (IFU) supplied with the device for general information was found to contain appropriate warnings, precautions, and instructions to the user, including: 11.4.12 distal bifurcated body deployment (continued) 1. Remove the safety lock from the white trigger-wire release mechanism. Withdraw and remove the trigger-wire by sliding the white trigger-wire release mechanism off the handle and then remove via its slot over the device inner cannula. (Figure 30) 2. Under fluoroscopy and after verification of iliac leg graft position, withdraw grey positioner with secured inner cannula. 3. Re-check the position of the wire guides. Leave sheath and wire guide in place. 4. Close the captor hemostatic valve on the introducer sheath by turning in a clockwise direction until hemostasis is achieved. (Figure 31) note: technical assistance from a cook product specialist may be obtained by contacting your local cook representative. A review of the manufacturing records and specifications did not reveal any discrepancies that could have contributed to the reported issue. The investigation concluded that the complaint device was manufactured to specification. Based on the available information, visual inspection of returned device and completed investigation, a definitive root cause could not be determined. Possible root causes are: inadequate material selection inadequate design patient/procedural factors.

Event description:
When releasing the distal end of the graft, the release mechanism came off but the wire did not. Forceps were used to remove wire and the case was completed successfully.